Manufacturer narrative:
Results: motion interrupt pan was damaged. Fowler was stuck at a high height; had a bracket loose and twisted around motor, resulting in exposed bare wires connected to a 20 vac source. The bracket had exposed sharp edges.

Event description:
It was reported by service report that the motion interrupt pan was found to be damaged, the fowler was stuck up high, and it had bent bracket with exposed sharp edges. No pt involvement or adverse consequences were reported.